Event description:
Notified by product complaint of an internal "blood leak", as dialysis tested positive for blood and blood leak alarm sounded. The dialysis was stopped and the extracorporeal circuit of blood was discarded due to the leak. A new dialyzer was primed and used for the remainder of the treatment. There was no adverse effect to the pt and no med intervention was required. Estimated blood loss was reported as 170 cc. The actual sample was forwarded to the central reprocessing center and later discarded. MDR filed due to blood loss reported.